Event description:
A doctor reported to baxter (B)(4) that leakage from between the spike of the transfer set and the spike port of twin bag was found. It had been in use for 150 days. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. Set was visually inspected and noted that the spike was broken completely off at base of spike. No other visual defects were noted. The complaint could not be confirmed in the lab for leak but was confirmed for damaged.

Manufacturer narrative:
(B)(4). The customer's report of the leak was caused by the broken spike. The cause of the broken spike was undetermined.